Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event; the rf (radio frequency) head passed functional test. While no loss of communications occurred, the signal strength did decrease as the cable was stressed (moved and stretched) as indicated on the rf head signal strength indicator led (light emitting diode) window. It is noted cosmetic damage was found in the rf head cable (twists/kinks). (B)(4).

Event description:
It was reported the programmer head was losing communication with the implanted device at some point during a patient check. Patient was lying on the table so head was not moving at all. After changing programmer head, communication was back and constant. The programmer head was returned for repair. No patient complications were reported as a result of this event.